Event description:
Device 1 of 2. Reference MFR report: 1627487-2018-03214. Follow up revealed that the patient's extensions were explanted and a new lead was implanted. Issue was resolved.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2018-03215. It was reported that the patient experienced ineffective therapy due to high impedances. Reprogramming was unable to provide resolution. X-rays were taken, however the results are unknown. Reportedly the patient has had several falls. Surgical intervention may be pending to address this issue.